Event description:
A trilogy 200 ventilator, canada was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the trilogy 200 ventilator, canada device at the manufacturer's service center, an error code related to a permanent failure of the internal li-ion battery was observed. The technician recommended replacing the device's internal battery to address the issue. Additionally, the universal porting block needs to be replaced due to the porting block port is pinched/damaged. The cable clamp needs to be replaced due to the cord retainer is missing or broken. The base enclosure assembly needs to be replaced which also addresses the device's missing rubber feet. The repair is not complete because awaiting the customer reply to estimate. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.